Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and identified multiple motor stall alerts and occlusion alerts during patient use. The user and caregiver reported repeated supply changes, site changes, and appropriate troubleshooting steps without resolution of the alerts. The device was returned for evaluation; however, duplication testing was unsuccessful in reproducing the motor stall condition. Bench testing demonstrated the motor was able to prime and rewind without issue, and the user was able to continue using the device for two days following the reported alerts without further stall current exceedances. Based on available information, the motor stall alerts were likely related to infusion set or supply-related resistance rather than a pump malfunction; however, the exact cause of the event could not be conclusively established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 22-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 489 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin, IV fluids, and additional medical therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.